Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure the device did not fire at all, no further information is available. Unknown what was used to complete the procedure. There were no adverse consequences for the patient. No devices will be returned.